Event description:
It was reported that on (B)(6) 2026, the patient suffered a cranial injury and remained bedridden, with long-term indwelling catheterization. At 6:20 on (B)(6) 2026, the patient experienced foley catheter dislodgement. The balloon of the dislodged catheter was not inflated. This incident did not cause any adverse effects on the patient's health. With the consent of the patient's family, a new catheter was replaced, and indwelling catheter treatment was resumed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.